Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the handpiece kept getting suck in the motor drive unit. The case was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 10/12/2007. Visual inspection of the unit found that the reported symptom of disposable getting stuck in the motor drive unit during a case was verified. The investigation found that the cpc connector was misaligned causing a click noise and causing the disposable to become stuck.